Event description:
It was reported that the insulin gauge was inaccurate and static. The customer continued using the existing cartridge for insulin therapy. There was no adverse impact to the customer's blood glucose level.